Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and malposition of device are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and malposition of device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii-iii and device malposition diagnosed by ultrasound and confirmed explant surgery. The device was explanted with capsulectomy and replaced with another manufacturer's device.